Manufacturer narrative:
Concomitant products: sigsds30ctv 30mm vascular short sd CT - sigsds30ctv, lot#: n4d1961uy sigsds30ctv 30mm vascular short sd CT - sigsds30ctv, lot#: n4d1961uy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left lower lobectomy, while transecting the pulmonary artery, the stapler did not fire. The first small diameter reload closed on tissue, the green button was pressed, and the ring handle advanced forward, but the surgeon was unable to pull back on the ring handle, resulting in the load not firing. Another small diameter reload was loaded on the handle, and the same issue occurred. The handle was replaced, and a 30mm. Reload was used to complete the vascular firings with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.